Manufacturer narrative:
Citation: kozarek k et al. Transcatheter aortic valve replacement for left ventricular assist device-induced aortic insufficiency. J cardiothorac vasc anesth. 2018 aug;32(4):1982-1990. Doi: 10.1053/j.jvca.2018.01.013. Epub (B)(6) 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the cases of 2 patients with inoperable valvular disease, mechanical circulatory support devices, and acquired aortic insufficiency who underwent transcatheter aortic valve replacement to alleviate symptoms and improve left ventricular assist device (lvad) function. The first patient: a (B)(6) male with ischemic cardiomyopathy who previously underwent placement of a non-medtronic lvad developed dyspnea on exertion and worsening exercise tolerance. A transthoracic echocardiogram revealed new, moderate-to-severe aortic insufficiency resulting in inefficient lvad function. Subsequently, a 31 mm medtronic corevalve was implanted (serial number not provided) but was positioned below the aortic annulus that resulted in moderate-to-severe paravalvular regurgitation. The anterior valve leaflet had mild restriction of movement due to the infra-annular position of the valve. Multiple attempts to reposition the valve and decrease the paravalvular leak were unsuccessful. A second 31 mm corevalve was successfully implanted (serial number not provided) across the aortic valve. However, real-time transesophageal echocardiography imaging showed new and significant aortic regurgitation above the first transcatheter valve and around the second transcatheter valve that resulted in hemodynamic instability and profound hypotension. Attempts to reposition the valve were not effective and the patient had persistent hypotension and systemic hypoperfusion. The decision was made to abort the procedure and shortly afterward the patient died in the intensive care unit. The second patient: a (B)(6) male with ischemic cardiomyopathy and a left ventricular ejection fraction of 20% after placement of a non-medtronic lvad. Four years after the lvad was placed, the patient was diagnosed with lvad-induced native aortic valve insufficiency and underwent implant of a 31 mm medtronic corevalve (serial number not provided). Two years later, the patient presented with worsening dyspnea, fatigue, and hemolysis. A transthoracic echocardiogram revealed moderate-to-severe paravalvular leak and moderate central aortic insufficiency of the existing prosthetic valve. Subsequently, a 29 mm non-medtronic bioprosthetic valve was advanced through the existing corevalve and was placed into the aortic valve. The patient was discharged home 7 days following the procedure. No additional adverse patient effects or product performance issues were reported.